Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-3200 short port btt inflation valve dislodged. An accessory pack was used to complete the procedure. The hospital did not report any pt effects. The product was returned.

Manufacturer narrative:
Investigation: a visual inspection revealed that the inflation valve had detached from the port and was returned separately. The device was bloody. Based upon the received condition of the device, the reported failure mode "inflation valve dislodged" was confirmed. This problem is currently being investigated in our CAPA process. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B)(4).